Manufacturer narrative:
Details of the complaint on 07/23/2019, customer at (B)(6) hospital requested part numbers for the cns-6201a (pu-621ra sn: (B)(6)). The parts he was ordering failed during an electrical spike during a storm. Service requested part number request. Service performed information provided: 9000006147, atx power unit; 9000006156, capacitor pack. Investigation result the facility experienced an electrical spike which caused the power supply and capacitor pack to fail. Previous notification #300176482 reported 07/15/2019 shows unit has had prior power failure/surges however the cns was not connected to a ups. The root cause is determined to be absence of ups, which will protect the cns from power failure and surges. This issue is not suspected to be caused by deficiency of the cns design. D11 & c2. The concomitant medical devices: the following devices were being used in conjunction with the cns: bedside monitors; atx power unit; capacitor pack.

Event description:
The biomed reported that after an electrical surge, the central monitoring system (cns) rebooted itself and took a long time to come back up. The cns was monitoring bedside monitors. No consequence or impact to the patients were reported.

Manufacturer narrative:
The biomed reported that after an electrical surge, the central monitoring system (cns) rebooted itself and took a long time to come back up. The cns was monitoring bedside monitors. No consequence or impact to the patients were reported. The biomed took the cns down to his shop and tested the power supply and found that the power was reading low. The biomed also noticed a capacitor pack and wondered if the electrical surge might have blown them out. The biomed ordered both the power supply unit and capacitor pack. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors, atx power unit , capacitor pack.

Event description:
The biomed reported that after an electrical surge, the central monitoring system (cns) rebooted itself and took a long time to come back up. The cns was monitoring bedside monitors. No consequence or impact to the patients were reported.